Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. The analysis noted that visual inspection found that there was insulation issue due clavicle rib crush. Destructive analysis was performed, and confirmed that the proximal cable coating and the insulation were breached causing the proximal and distal conductor shorting together and that contribute to the electrical complaints. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert showed the impedance was unstable. It was also reported the "threshold modification" could not be appreciated. The lead was removed, replaced, and no patient complications have been reported as a result of this event.